Event description:
It was reported that while the patient was admitted to the hospital for atrial fibrillation that t-wave oversensing was noted on the right ventricular lead channel. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.